Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for follow-up after a remote transmission was received for low out-of-range hv lead impedance. Defibrillation test performed resulted in a low hv lead impedance measurement and an alert for possible hv lead issue was received. Lead was capped and replaced.